Manufacturer narrative:
From additional follow up it is noted that the device will not be returned because the patient has (B)(6). Review of the manufacturing documentation for lot 17076983 revealed no anomalies that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The initial report stated that the product was expected for return however the DHR review results were not provided. The DHR review revealed no anomalies that could be related to the reported complaint. No conclusions will be made at this time until the product is returned.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the facility reported that during embolization of a left internal carotid artery aneurysm the enterprise stent (enc452212/10409503) could not advance at the tip of the prowler select plus microcatheter (606s255x/17076983.) The vessel characteristics are unknown. Neck width is 4.3mm. The guide catheter (details unknown) and microcatheter were in place in the patient when the stent could not advance at the tip of the microcatheter. The surgeon removed the stent and the microcatheter and changed to new devices to complete the procedure. The microcatheter was removed over a guidewire thereby retaining target position. The device did not kink or bend at any time prior to the resistance/friction. An adequate continuous flush was maintained through the catheter. There was no significant delay to the procedure as a result of the issue. There was no report of patient injury.